Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia after announcing dinner while using the ilet system with a 6 mm, 23-inch infusion set; the pump indicated the meal was announced, no delivery-stopping alarms occurred, and a confirmatory fingerstick showed 355 mg/dl with glucose elevated for approximately four hours. Symptoms included none reported. Outcomes included user-managed correction by administering a subcutaneous insulin injection per physician guidance and temporarily disconnecting from the pump as instructed. Investigation included troubleshooting and education, including advising an infusion set change and review of alerts, which confirmed the device alerted to high glucose. Investigation of this case revealed an unclear cause for hyperglycemia with no confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.